Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Unomedical reference number (B)(4). Event occurred in france. On (B)(6) 2024, it was reported that the product did not adhere sufficiently, and the patient had to change it earlier than the expected 7 days. No further information available.